Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. No relevant imagery was provided. Therefore, visual, functional, and dimensional analysis was unable to be performed. Per the report, a cut-down was conducted to access the external iliac artery due to the access vessel being small and calcified. Without imagery, it is unable to confirm the characteristics of the vessel at the cut down site. However, it is possible that the access vessel size and degree of calcification were still unsuitable for use with the 14fr sheath and 23mm delivery system. Per training materials, push force of the sheath and delivery system/thv can vary due to vessel diameter and degree of calcification. The esheath introducer set is contraindicated for calcified vessels that would prevent safe entry of the sheath. Although a definitive root cause was unable to be determined, available information suggests that patient factors (access vessel characteristics) likely contributed to the complaint event. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure the sheath tip is inserted beyond the aortic bifurcation. Push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Intermittently flush sheath with heparinized saline per standard technique. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. DHR review did not reveal any non-conformances that could have contributed to this complaint event. A lot history review revealed one additional complaint for ¿sheath shaft resistance with delivery system, bc¿. A review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for the trend category of ¿resistance between devices¿ or ¿insertion difficulty in patient¿. The complaint for ¿sheath shaft ¿resistance with delivery system, bc¿ and ¿sheath shaft insertion difficulty in patient¿ were unable to be confirmed. Available information suggests that patient factors (access vessel characteristics) likely contributed to the complaint event. The cause of the arterial dissection is unknown, however, may be due to patient factors (access vessel calcification was moderate to severe, tortuosity was mild and minimum luminal diameter (mld) was 4.7 mm.) There was no allegation or indication a device malfunction contributed to this adverse event. A manufacturing nonconformance was unable to be determined. However, review of lot history, DHR, and complaint history showed no indication that a manufacturing nonconformance contributed to this event, and a review of manufacturing mitigations supported that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. Therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post implant of a 23mm sapien 3 valve using transfemoral approach, an iliac artery dissection was observed and a stent was placed to repair the artery. As reported from our affiliate in (B)(6), a 14fr esheath was placed in the left external iliac artery retroperitoneum by surgical cut-down access. During insertion, there was resistance at the vessel access site, but the sheath was able to be inserted into the patient. During insertion of a 23mm commander delivery system, there was a strong resistance and the delivery system could not be advance through the esheath. The delivery system was removed and the inside of the esheath was dilated using an 8mm diameter balloon. The same delivery system was inserted again, however the resistance was very strong and the delivery system was extremely kinked because of the force at the insertion. The delivery system was removed again and a 18fr dryseal sheath was placed and the same delivery system used again. The delivery system was inserted into the dryseal sheath. However, the wire lumen collapsed due to the kink on the delivery system, and the delivery system was unable to be advanced through the dryseal sheath. The delivery system was removed and the valve was found to be moved more towards the tip. A new delivery system with a new valve was inserted into the 18 fr dryseal sheath and it passed through without problem. The valve was deployed successfully. Digital subtraction angiography detected a dissection from middle to distal of common iliac arteries. Therefore, a stent implant was performed to repair the vessel. The access vessel luminal diameter was narrow between middle of external and common iliac arteries. Access vessel calcification was moderate to severe and minimum luminal diameter (mld) was 4.7 mm. The introducer was fully inserted into the sheath during device preparation. There were no abnormalities detected when inspecting the device prior to use nor after removal of the device. There was no blood transfusion.